Event description:
Reference MFR report: 3006705815-2019-01832. Reference MFR report: 3006705815-2019-01833.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference MFR report: 3006705815-2019-01832; reference MFR report: 3006705815-2019-01833. It was reported the patient¿s ipg would not go into MRI mode. As a result, the scs system was explanted on (B)(6) 2019. Field representative was not made aware of the explant at the time.